Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) one day post lasik in a patient's left eye. The patient did not have any symptoms. Topical steroid dosage was increased. Upon follow-up, dlk is resolved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.